Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following could have possibly occurred: I) dust, stain, or foreign material adhered to the electrical contacts of the video connector, or the connection was not sufficiently tight, resulting in a poor electrical connection with the system and a failure of the video connector's internal circuit board. Ii) accumulation of electrical load (stress) due to energization of the scope connector's internal electrical board (including electrical parts mounted on the electrical board), overcurrent due to accidental application of static electricity, connection/disconnection while the system is on, etc. It is thought that this caused the electrical connection to deteriorate, which adversely affected the image signal output, making the image signal output unstable and leading to image abnormalities. Iii) regarding the application of overcurrent, etc., it is assumed that there is a possibility that the system is connected or disconnected while the power is on, overcurrent is applied from other devices or electrical wiring, or dust or moisture is attached to the electrical contacts of the system and video connector. The event can be detected/prevented by following the instructions for use which state: it was confirmed that instructions, operation manual chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the deflectable videoscope image turns magenta at an angle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.